Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported they attempted to jump the battery 4 times and were unsuccessful. Patient is requesting battery replacement with new ne urostimulator. She has been put into contact with managing clinic.